Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of the admission was 512 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles. Customer had been disconnected from the insulin pump and stated that the cannula was bent when she removed it. Customer also reported that the insulin pump had cracks in the battery compartment. Current blood glucose value 356 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.